Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Previous report was filed to report a product problem but since this was resolved prior pocket closure and the lead was never successfully placed this is a no product problem situation. Previous report shouldn't have being filed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties and a dislodgement. The device was successfully replaced before pocket closure. Device was and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties and a dislodgement. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again.